Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced damaged front case. Performed pm. Based on the findings, service determined that the probable root cause of the reported issue was due to customer damage of the case front assembly with keypad. A review of the device history record for sn (B)(4) was performed, which showed the device had a manufacture date of 13may2015 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device suffered front case damage. No additional information was provided. There was no patient involvement.